Event description:
It was reported that the patient with this inflatable penile prosthesis complained of pain. The device was explanted and replaced with a malleable penile prosthesis. No patient complications were reported.